Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high capture threshold that caused failure to capture. Furthermore, the helix of the rv lead was failed to retract. The procedure was rescheduled due to the patient suffered heart failure and could no longer lie down. The patient heart failure does not related or due to the product or procedure. The patient was recovering.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: b3 - date of event.